Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: the following allegations have been investigated: vena cava perforation and tilt. The reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown. The alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2009 via the right common femoral vein. Per the (B)(6) 2019 computed tomography (CT) abdomen without contrast: "the cephalad apex of the ivc filter extends just cephalad to the lowest, right renal vein. There is mild tilt of the inferior vena cava with the cephalad apex tilted to the left and slightly anteriorly bordering the left anterior lateral aspect of the ivc. There is no convincing evidence for a significantly bent or fractured strut. There is, however, evidence for strut perforation. Evidence for filter strut perforation along the left anterolateral aspect of the ivc into the adjacent adipose tissues nearly abutting the aorta, however, extending approximately 3 mm beyond the confines of the inferior vena cava. There is posterior filter strut perforation extending into the adipose tissue by approximately 3 mm. There is filter strut perforation along the right lateral aspect extending approximately 5 mm into the adjacent adipose tissues. Finally, along the anterior aspect, there is filter strut perforation of approximately 3 mm in the adjacent adipose tissues. There is no convincing evidence for ivc stenosis".